Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that presented alarm f-38 was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be defective force-sensing resistors. The force-sensing resistors were replaced to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a flo-gard infusion pump that presented an f-38 alarm. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient injury reported; however, no information was reported on whether or not a patient was involved. No additional information is available.